Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, due to a strong resistance when trying to advance the delivery introducer, the facilitator decided to cut the skin a bit more with a scalpel. The scalpel was introduced a bit too much and an artery was damaged. However, leadless ipg implant procedure could be completed. The consisted of two facilitators, with one completing steps related to leadless ipg implant and, the other performed compression of the femoral area. Upon completion of ipg implant and patient to the bed, the femoral artery started bleeding again. Compression was performed and vascular surgeon contacted. An ultrasound was performed, and revealed femoral artery bleeding had stopped. However, but an artery pseudo aneurysm was observed. The patient status was reported as fine and no further action was taken. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.